Event description:
One pt with discrepant results for sodium. Initial result gave 124 mmol/l; repeated twice gave 133 and 130 mmol/l respectively. Erroneous result not reported. The field service rep was unable to determine root cause. Performance tests were performed.